Event description:
It was reported that the patient presented at the emergency room with complaints of syncope. The patient was bradycardic. It was discovered that the patient's right ventricular (rv) lead exhibited failure to capture and diminished r-wave amplitude. The rv lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.